Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer so it was not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ was having connectivity issues. This was discovered during use. The following information was provided by the initial reporter: air intake is occurring at the syringe connection, impairing the collection. 06/11/2019: customer updated the lot number. The material# was updated as well. They also informed: ¿the occurrence was noticed during use. ¿the patient was punctured more than one time. ¿blood was being collected. Information received by email on(B)(6)2019 : the incident was noticed before the use. There was no damage to the patient/health professional. The samples was discarded. The product was being used to collect blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ was having connectivity issues. This was discovered during use. The following information was provided by the initial reporter: air intake is occurring at the syringe connection, impairing the collection. On (B)(6) 2019: customer updated the lot number. The material# was updated as well. They also informed: the occurrence was noticed during use. The patient was punctured more than one time. Blood was being collected. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional. The samples was discarded. The product was being used to collect blood.